Manufacturer narrative:
This customer reported three (3) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported presumed falsely elevated patient blood lead test results with a leadcare ii analyzer. Customer reported level 1 and level 2 controls were tested and were within the target range according to the package insert instructions. The customer was unable to provide control values. Customer reported a leadcare ii patient blood lead test result of 13.7 ug/dl. The blood lead test was repeated. For the repeat test, the customer reported a normal leadcare ii patient blood lead test result of less than 3.3 ug/dl. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not washing hands with soap and water and allowing hands to air dry prior to blood collection · contact with the skin when wiping away the first drop of blood · not removing excess blood from the outside of the capillary tube before plunging into the treatment reagent (tr) tube · not inverting the tr tube 8 to 10 times to mix customer reported no vents near the leadcare ii analyzer and no ongoing construction in or around the facility. Customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection. Ts provided the cdc capillary collection video and link to the leadcare ii product literature to the customer. The customer stated they would review with staff. Customer reported an elevated level 2 control value upon opening a new leadcare ii blood lead test kit. Customer reported the control values as level 1 = 11.9 ug/dl (target range = 7.4-13.4 ug/dl) and level 2 = 34.0 ug/dl (target range = 25.6-33.6 ug/dl). During troubleshooting ts asked the customer to describe their method applied for running controls. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not mixing the starting control material · not removing excess material from the outside of the capillary tube · not mixing tr tube by inverting 8 to 10 times customer re-ran level 2 control while on the phone with ts. Customer reported that the level 2 control value was 30.2 ug/dl (target range = 25.6-33.6 ug/dl). This value is in range. Customer reported the sensor deck pins on their leadcare ii analyzer are green and corroded. A replacement leadcare ii was shipped to the customer on 05/19/2026. On 06/02/2026, the customer reported the replacement leadcare ii analyzer was received and they are satisfied. The customer stated their old leadcare ii analyzer was shipped to magellan diagnostics. On 06/03/2026, ts requested tracking information on the return leadcare ii analyzer.